Event description:
The customer reported via phone call that he had issues giving himself insulin. When he pressed the bolus button on the insulin pump, a number value appeared but the down, act, and esc buttons were unresponsive. Customer's blood glucose level was over 130 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unresponsive buttons noted. All buttons function properly; however unit had corroded keypad traces. Unit had cracked belt clip slot, cracked reservoir tube lip, minor scratched lcd window, and cracked case at display window corners.